Manufacturer narrative:
(B)(4).

Event description:
It was reported that the high voltage lead impedance could not be updated during follow up despite several attempts. There were no adverse consequences reported for the patient.